Event description:
Patient stated it was time for her cassette change and she was having an issue getting her cleo loose. Patient said it was giving her trouble when she placed it, then she could not get the prongs to release. Last site was placed last night (B)(6) 2024. No further information available. Indication: secondary pulmonary arterial hypertension. Reported to cvs/caremark by pt/caregiver.